Event description:
The patient is seeking compensation to address the surgery the patient is going to need to have. Patient had this surgery because they had "dead bone" in her foot. Patient noticed issues with her ankle a couple months post the procedure. The patient had a wright medical ankle replacement implanted in (B)(6) 2016 and now the bushing is loose. Doctor did x-rays last week and noticed the difference between the post-op x-rays and the x-rays that were taken last week. Patient reports that the doctor states that he has "never seen this happen before". Was told the procedure would cost (B)(6). Patient uses a cane to walk and is in a lot of pain and the ankle is swollen and this procedure has affecting every aspect of her life. Patient maintains she adhered to all mobility instructions provided by the physician post operatively.

Manufacturer narrative:
Please note the corrections regarding the h6 (results, conclusion & clinical codes): the reported event was confirmed since evaluation of op reports provided indicate the patient had complaints of pain leading to the surgery. Review of the op reports reveals the patient presented with left talar exostosis, left lateral ankle ligament rupture, and left peroneal tenosynovitis. There was no indications in the op report that the implants had failed in anyway, further backed up by the fact the surgeon left the devices in-vivo and also felt the patient had good alignment and stability of ankle following the procedure. Based on the information obtained during this investigation, the root cause was attributed to a patient factors related issue. The event was caused by the development of exostosis around/near the implants, necessitating the need for a surgical intervention. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The current instructions for use provided with these devices lists the following as potential late postoperative complications , "periarticular calcification or ossification, with or without impediment to joint mobility". No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted.

Event description:
The patient is seeking compensation to address the surgery the patient is going to need to have. Patient had this surgery because they had "dead bone" in her foot. Patient noticed issues with her ankle a couple months post the procedure. The patient had a wright medical ankle replacement implanted in (B)(6) 2016 and now the bushing is loose. Doctor did x-rays last week and noticed the difference between the post-op x-rays and the x-rays that were taken last week. Patient reports that the doctor states that he has "never seen this happen before". Was told the procedure would cost $40,000. Patient uses a cane to walk and is in a lot of pain and the ankle is swollen and this procedure has affecting every aspect of her life. Patient maintains she adhered to all mobility instructions provided by the physician post operatively.